Manufacturer narrative:
The initial MDR 2432235-2016-00332 was filed on june 23, 2016. Additional information (06/13/2016): while a siemens customer service engineer (cse) specialist was at the customer site, the cse replaced the blue peripump, valve block and base pump. The cse checked all adjustments and hydraulics. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field application specialist (fas) was dispatched to the customer site. The fas checked the cuvettes from cuvette waste and determined that there were scratches on the outer surface of two cuvettes. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the instrument was dirty. During a follow-up visit, the cse determined that the base pump was leaking. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that a discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The patient was treated for heart infarction with thrombolytic therapy due to the discordant result. The customer repeated the sample on the same instrument, resulting lower. A new sample was obtained from the patient and was tested twice on the same instrument, resulting lower both times. The customer confirmed to the ccc specialist that the patient was not adversely affected by the unnecessary treatment. There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result.